Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, the balloon was unable to be completely deflated after a successful balloon inflation. Reportedly, the physician pulled the scope with the balloon out from the patient and they cut a part of the device to deflate it. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was missing from the distal tip end. The shaft had a twist 72cm and had a kink 161.5cm from the hub. The shaft was separated and the wire under it was kinked as 11.5cm to 15.5cm and 71.5 cm to 72.5 cm and 73.5cm. The reported defect of balloon deflation failed cannot be confirmed, however investigation results revealed that balloon detached/separated and damage to the shaft are consistent with the reported event. The most probable root cause of operational context has been assigned to this complaint as it is most likely that the issue occurred due to procedural factors encountered during the procedure which limited the performance of the device. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, the balloon was unable to be completely deflated after a successful balloon inflation. Reportedly, the physician pulled the scope with the balloon out from the patient and they cut a part of the device to deflate it. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.